Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during care, there was resistance to suctioning so the inner cannula was removed. It was stated they noticed a crack in the inner cannula below the connection site. A new inner cannula was place in patient.